Event description:
General report received of an unspecified number of undocumented indicates of leaks. On unspecified dates, it was reported that the vials were filled with unspecified pain medications and were loaded into unspecified pt controlled analgesia (pca) pumps. No specific pump programming was provided. After unspecified lengths of time, the customer contact reported that solutions leaked from the "blue plunger" of the vials. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical intervention were reported. Though requested, no additional info was provided, including if the vial was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.